Event description:
"The reporter experienced the leaking of blood from the connection between the slip luer male connector of monitoring kit and the connector of the bd brand needle. There was no patient harm (due to) the incident. The hospital beleives that the leaking is unavoidable in the situation using luer connector under pressure. And they would like to know if bd brand needle is not a match to the monitoring kit." Although requested, no additional information was provided.